Manufacturer narrative:
Additional information received: the broken part has been retrieved after many attempts. Medical care will continue - endodontic treatment. This is a follow up report for this additional information. Investigation results returned waveone gold primary file 31mm is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1838631). Root causes are not identified. We will track this kind of event and monitor the trend. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 3165 the correct codes for this complaint are: health effect - clinical code - 4582 this is a follow up report to correct this code.

Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold primary 6-file ster 31mm file broke during use. The broken part has not been retrieved and appointment is scheduled for further removal/treatment. No injury reported. Further information requested.